Event description:
Customer reports that their device read 359mg/dl and 444mg/dl while the doctor's device read 162mg/dl at the same time. No treatment received. Quality controls were used and reportedly fell outside acceptable limits. Requested return of suspect device and replacement was sent.